Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the emergency room (ER) due to device alarming. There was high impedance and unstable thresholds on the left ventricular (lv) lead. There was also rising thresholds and impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.